Event description:
Orig. Surg. In 2004. Allegedly osteoset used with vancomycin to treat an infected ulcer. Osteoset and bone removed because allegedly "bone was obliterated." Pt was not allergic to vancomycin so doctor assumes pt had an allergic reaction to one or more of the ingredients in osteoset. Pt is stable, no other problems.